Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the programmer head does not interrogate devices. The programmer head was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the rf (radio frequency) head failed to interrogate and failed uplink functional tests due to the rf head cable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.